Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent moved 6mm distally on the balloon. The centre struts were bunched and overlapping. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and withdrawal attempts. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent marking were evident on exposed balloon indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilatation, a 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was confirmed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After pre-dilatation, a 2.25 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was confirmed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.